Manufacturer narrative:
Evaluation summary : it was caused due to an over currency applied on the fuse. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model epk-i5010-us is available in the USA with a 510k number k182004. This report is being filed as part of the pentax backlog management plan

Event description:
The processor power on and the fuse burnt. After replacing fuse 3.15a, the processor works well. This event occurred at the time of before use. There was no report of patient harm.